Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the side of an (B)(4) vented autofeed humidification chamber when the breathing circuit system was connected to an infant low flow sipap. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint (B)(4) vented autofeed humidification chamber visually inspected. A visual inspection revealed that the (B)(4) chamber was cracked at the base of the dome. The two cracks were found near the bracket and one of it was stretched for about 17mm. Both cracks had no stress marks. A lot check revealed no other complaints of this nature for lot number 110413. We were unable to determine what caused the problem observed by the hospital. However, it is unlikely that the cracks to the chambers were present at the time of production. Every (B)(4) chamber is pressure tested (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the (B)(4) chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.